Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed off.

Event description:
It was reported that the end cap was loosed and it was revised at (B)(6)2017. The primal operation date of the t2 femur nail is currently being confirmed.